Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Communication failures 11/page 134: usually, communication occurs quickly. Occasionally, communication takes longer and the pdm displays the communication icon during that time in the upper left-hand corner of the current screen. However, if communication does not work, the pdm will walk you through the necessary steps to re-establish communication. Communication can fail if the pdm is: ¿ too far from the pod¿the pdm and pod should be side by side while priming during activation. ¿ interrupted by outside interference¿see the ¿mylife omni- pod system notice concerning interference¿ in the appendix.. Note: as a safety feature, the communication distance between the pod and pdm is reduced during activation. Once a pod is primed and communicates with the pdm, the full communication range is restored and the pod can receive commands only from that pdm.

Event description:
On (B)(6) 2017, the patient tried to apply 3 pods that would not activate due to communication errors. As the patient was not at home he no longer had any pods to deliver insulin. After 4 hours without access to insulin the patient became sick and started to vomit. The patient was taken to the hospital via ambulance where he was admitted with a blood glucose (bg) level of 23 mmol/l (414 mg/dl). The patient's ketone level was also high (exact level unknown). The patient was treated with an infusion of insulin and sodium chloride (nacl). The patient remained in the hospital for observation a few days and stated they may be discharged on (B)(6) 2017. No further information could be obtained.

Manufacturer narrative:
Updated with lot and serial number. Updated with manufacturing date.

Manufacturer narrative:
Testing confirmed intermittent communication when activating the pod. However, once communication was made there were no issues communicating with the pod. A bolus test was performed to verify that there were no further communication issues. The pdm (personal diabetes manager) performed all tests successfully and as intended after the initial communication issue. The root cause of communication issue when activating the pod could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.